Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not cut even though the cutting rate was reduced to 4000 cuts per minutes (cpm) during surgery. The surgery type was unknown. The surgery was completed on same day after replacing the product with another one. There was no patient impact.